Event description:
Caller reports that during a (B)(4) study the following coaguchek xs/s results were obtained: 5.1 inr/6.8 inr, 2.4 inr/1.9 inr. Patient one's warfarin dose was held based on the coagucheck s value. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the xs system (lot number 20508611, expiration date 11/30/2012). Reference medwatch report (B)(6) for the suspect device used in the s system. Patient 2: female; (B)(6). Coumadin as directed, tramadol since (B)(6) 2012, ranitidine twice daily. Will not be returned to manufacturer.